Manufacturer narrative:
Review of stock: no stock available for this product code and lot number. Quantity produced / imported: (B)(4) units manufactured of this product code and lot number. Background: database of complaints were reviewed and verified that to date there has not been any reports related to this product code and lot number. Batch record / record lot: the rule for batch manufacturing documentation was reviewed and no deviations or alterations were evident during the process. Results for batch release: testing of resistance to voltage at node for batch release met the requirements of OEM for this caliber suture. Analysis (s) sample (s): from samples received in sealed pristine packaging, (B)(4) pieces were subjected to a test of resistance to tension in the knot and found that the product meets OEM requirements for sutures; no fraying is evident. Conclusions: according to the analysis, the complaint is not justified. Actions: based on the conclusion derived from investigation, there is no need to establish corrective or preventive actions.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: colombia. Chief operating room, gynecologists and anesthesiologists at the hospital, report that the suture busting, when used in hospital procedures. Thread broke during surgery.